Event description:
It was reported that this system was explanted due to other non-product experience. There is no evidence that suggests that the system was replaced. No additional adverse patient effects were reported.